Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged. This was attributed to normal wear. It was also reported vibrations, defective ball bearing, loose adhesive joints and screw.

Event description:
Device was returned for service. During service, technician indicated the screw and the bearing bush was loose. It was also reported vibrations, loose adhesive joints and a defective ball bearing. This is report 1 of 1 for (B)(4).